Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) was informed about a patient with high out-of-range shock impedances on their right ventricular (rv) lead. The impedance had been increasing gradually over the last year. Options for the patient were discussed, and it was decided to continue to monitor the patient. An elective defibrillation threshold (dft) test was performed, and the patient was successfully converted with a 41 joule shock. This rv lead remains in service. No adverse patient effects were reported.